Manufacturer narrative:
(B)(4).

Event description:
The patient went into the clinic because the vibratory alert activated. The device was found to be in backup vvi mode. Technical services indicated the issue was due to an emi interaction with the merlin@home transmitter. The device was reprogrammed. The patient is stable.